Manufacturer narrative:
The device manufacture date is not know. Gtin: unknown since product was reported as an unknown scope. Alleged failure: whole picture become red probable root cause: incorrectly assembled optical train, damage to optical train, debris in optical train, end of life wear-out, shipping damage, use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the whole picture became red when the scope was inserted inside the abdomen, the operation was cancelled.